Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately calcified mid left anterior descending artery with 100% chronic total occlusion. The physician first advanced a 1.5x9mm maverick otw to the lesion and crossed with difficulty, then the physician attempted to inflate the balloon but the balloon would not inflate. The physician then advanced a 2.0x9mm maverick otw balloon to the lesion and inflated it to 8 atms for five seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc device and the deployment of a taxus stent. Pt status is reported as "good."